Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle had a hole and glue was peeling. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process , it was observed that the nozzle had a hole and glue peeling, there were chips and scratches on the distal end plastic cover, there were small scratches on the rfid label, there was a white spot on the image, the light guide lens was chipped, there was a crack on the bending section cover glue, and there were scratches on the light guide tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device did not meet the specifications or function. Deep scratches at the distal end were confirmed. The probable cause was determined as physical stress on the distal end. There was no report that the device was used while the suggested event occurred. The instruction manual identifies the following related verbiage which could have detected and prevented the phenomenon: ·operation manual_ preparation and inspection. Inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. User may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. ·operation manual_ important information ¿ please read before use_ warnings and cautions: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.